Event description:
Incident as reported: gastric sleeve - dr. (B)(6) - "dr. (B)(6) had a grasp pn the bowel with a 5mm grasper through the 15mm port. For this procedure, they take the bowel to the tip of the cannula and take everything out together through the small incision. Dr. (B)(6) was torquing the grasper back and forth while in the trocar to get everything out through the incision and the tip of the cannula broke off inside the stomach." "Doctor was not able to retrieve all pieces of plastic. Patient was not injured and is recovering normally to surgery. Will be released from hospital after normal length of post-op time." "Broken cannula used during procedure will not be shipped until it is released from the legal dept."

Manufacturer narrative:
Product is being returned for evaluation. More information will be provided once it is available.